Event description:
Provider was using the preloaded intraocular lens hoya py 60 lens 17.5 dioptar. The plunger advanced too far during the loading process causing the plunger to go over the lens. The plunger was not able to be retracted and the lens was ruined.